Event description:
Related manufacturer reference report number: 2017865-2022-04027. It was reported during in clinic follow up that the right ventricular lead exhibited oversensing. This oversensing was found to be due to noise. The lead was capped on (B)(6) 2022. During the lead revision, the helix on the initial replacement lead failed to extend. The lead also failed to sense intrinsic cardiac signals or initiate capture and was exchanged. The patient was stable and asymptomatic.